Event description:
It was reported that: "sheath hub and sheath body separated during case. Snared to remove the body of the sheath. No patient harm."

Manufacturer narrative:
Qn# (B)(4). The customer report of a hub separated from a dilator was confirmed through complaint investigation of the returned sample. The dilator was separated directly adjacent to the hub. The material at the points of separation showed white discoloration. This discoloration appeared consistent to that of a stress related break. A device history record review was performed based on a potential lot from sales history and relevant findings were identified regarding a sheath valve leak and separation. Further review of the findings revealed that they were not relevant to the reported event. CAPA has been previously initiated for this issue. The CAPA investigation indicates the root cause is design related. Corrective actions have not yet been implemented. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "sheath hub and sheath body separated during case. Snared to remove the body of the sheath. No patient harm."

Manufacturer narrative:
(B)(4).